Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture, loss of sensing, and low impedance. Different set of psa cables were used but same issues exhibited. The lead was not implanted and replaced. No patient symptoms were reported.